Event description:
The surgeon opened the lens case for the three piece silicone model aq5010v introacular lens and the haptic appeared to be bent. The surgeon did not use the lens for surgery. No pt contact or injury.